Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the everflex entrust self expanding stent along with non medtronic 6fr sheath and 0.014'' guidewire during procedure to treat soft tissue lesion in the mid and distal location of the left superficial femoral artery (sfa) and popliteal artery. There was no calcification and little tortuosity. The artery diameter was 6mm and lesion length was 130mm. No embolic protection was used. There was no damage noted to the packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. The vessel was pre-dilated with 5 x 200 pacific balloon. The lock pin was checked for securement prior to procedure and was removed before stent deployed. The device did not pass through a previously deployed stent and no resistance was encountered when advancing  the stent. It was reported that there was stent deformation in vivo during positioning and deployment. Physician took picture and noticed a dissection in the vessel when advancing the everflex stent. The dissection was noted, according to the physician, post balloon dilation and before stent placement. The stent was difficult to deploy and it elongated and stretched on deployment to around 200mm to unintended site. As a result a long balloon inflation to the stent site to maximize the stents diameter. There was no calcium present, only the dissection. The 5 x 200 pacific balloon was advanced to stented area and held for 3 minutes and this helped but the stent did not look good. The stent did not achieve max diameter. Patient tolerated procedure well and physician wants to know why stent elongated at least 50mm. The balloon was not damaged or ruptured during the case. No vessel damage but stent did not reach maximal diameter. The procedure was completed with a 5 x 150 everflex stent. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.